Event description:
(B)(6) contacted the carefusion (B)(4) office in regards to an incident they are currently investigating in which a patient died. Their feedback indicates that a carefusion pump may have malfunctioned and an adrenaline infusion was not delivered. (B)(6) reports that "the information states that the pump appeared to have turned itself off during a resuscitation attempt." No additional information available at present.

Manufacturer narrative:
The customer¿s report of an adrenaline under-infusion was not confirmed. The alaris system pcu and pumping modules were functioning within specification. There was no evidence of a pump malfunction that would have affected the adrenalin infusion. The log analysis of the pump module shows that it was powered off on (B)(6) 2015 at 21:29 when the user powered off channel b. As channel b was the only pump module in use at the time, the action of powering off channel b resulted in the pcu powering down .the infusion was restarted at 21:33 therefore this voluntary action by the user resulted in an interruption of the infusion for a total period of 4 minutes and 12 seconds. This appears to be the channel delivering the adrenalin infusion however it is not possible to definitely confirm this. The sequence of steps the user took when setting the infusion parameters appears to indicate that they had difficulty programming the device. Although the root cause could not be definitively identified the investigation determined that the user powered down the device at the time specified in the reported event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.